Manufacturer narrative:
As of today no additional information is available. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the pacing percentages for this left ventricular (lv) lead decreased. It was determined that the lead had dislodged and pulled back into the atrium. The lead was programmed off, the patient will be monitored and be reassessed in the future. The lead remains in service.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis. There were no adverse patient effects reported.